Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model #: mc1vr01- delsys / expiration date: 14-apr-2020 / (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 17-oct-2018. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of a leadless implantable pulse generator (ipg) the patient experienced a drop in blood pressure and cardiac tamponade. Pericardial puncture and drainage was performed. It was noted the event was potentially caused by cardiac damage near the right atrium and tine perforation in right ventricular hinge occurred at the time of inserting micra sheath or retracting after micra tether cut. The device remains in use. No further patient complications have been reported as a result of this event.